Event description:
Hookwire placed in breast for locating mass. When the physician attempted to remove the hookwire the tip was found in the tissue to be biopsied. In a second case, the hookwire has broken off in the pt's tissue. The broken segment was removed.